Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on?not sure. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger?no. Were any unexpected noises heard?no. Did anything unexpected happen prior to this incident?no. Was the device fired after this incident in or out of the patient?yes. What were the indications for surgery? Lap chole. What was found? Removal of gallbladder. Does the patient have any relevant history of surgical treatments?no. Did somebody other than the primary surgeon fire the instrument?no. Was there a recent conversion to ees devices in this account or with this surgeon?no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.